Manufacturer narrative:
(B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. These findings can be considered to be the root cause of the oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ' first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this rv lead had noise. There was noise with arm movement. The lead was programmed to unipolar with no noise. This lead was then explanted and replaced due to crush.